Event description:
O2 valve leak (te231008, tagd_o2valveleak) followed by several other alarms. These malfunctions occurred both during patient ventilation and in standby mode. These alarms were observable both visually and through hearing. These alarms are: o2 valve leak (te231008, tagd_o2valveleak), following various medium and high priority patient alarms including 'vt low', 'low minute volume', 'loss of peep' and 'disconnection on patient side'. These malfunctions were reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag (B)(4). Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for o2 valve leak (te231008, tagd_o2valveleak) followed by several other alarms. These malfunctions occurred both during patient ventilation and in standby mode. These alarms were observable both visually and through hearing. These alarms are: o2 valve leak (te231008, tagd_o2valveleak), following various medium and high priority patient alarms including 'vt low', 'low minute volume', 'loss of peep' and 'disconnection on patient side'. These malfunctions were reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.